Event description:
Our affiliate is reporting that a portion of the distal tip of a mitek suture grasper broke off in the patient during an arthroscopic rotator cuff repair procedure. The fragment was not retrieved from the body; however, the procedure was then completed with no reported harm or consequence to the patient. The complaint device is not being returned; however, it is a single patient use device that was used successfully on a previous procedure and then re-processed and re-used in this procedure.

Manufacturer narrative:
Our affiliate is reporting to us that the facility has reprocessed or has had a 3rd party reprocess this single patient use device. The complaint device has been designed, engineered, manufactured and has regulatory approval, is licensed and marketed throughout the world as a single patient use device. This device has admittedly been re-processed and re-used, which means that it had previously fulfilled its obligation successfully. The act of re-processing is an alteration or a re-manufacturing of the original state and intention of the device, and because of this action, the re-processor is the de facto manufacturer of the product. We attribute the device&apos;s failure to the reprocessing and the responsibility for the failure to the re-processor. No further action by mitek is warranted.